Event description:
The patient was having a tonsillectomy and adenoidectomy. The surgeon was using mejelski forceps to cauterize the blood vessels after removing the tonsils and adenoids. The insulation on the forceps apparently was compromised because the heat from them burned the patient's lips and side of her mouth.received further information from the site:the burn was superficial.no pump was used. Used valleylab bovie machine. Setting was at 30 coag, patient grounding pad on abdomen.biomed did not test the device.the device will not be returned to the MFR. It will be sent to an instrument repair facility to be evaluated.